Event description:
It was reported that the products were used for the surgery of bone tumor (tibia). The surgeon conducted the bridging onto the curetted spot of the tumor and implanted the products. It was found that three of four screws were broken off after the surgery. The revision surgery was performed on (B)(6) 2014. There were no reports of residue left in the patient or of a surgical delay. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the part is manufactured in december 2010, the manufacturing documents were reviewed and no discrepancies to the specifications where found. Based on these findings and the information we received, we are not able to determine the exact reason causing the reported problem, the damage occurred due to mechanical overloading load by the patient. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date unknown. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.